Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-right coronary artery that was moderately tortuous and mildly calcified. The xience xpedition rx 4.0 x 15 mm stent delivery system got stuck at the edge of the guide liner entry point, causing deformation of the stent. A xience xpedition 3.5 x 15 mm stent delivery system was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, the guiding catheter used was a 7f/guideliner 6f. The devices were removed independently from each other. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to position and difficulty to remove could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.